Event description:
It was reported that the unit was flaking intermittently during normal use on the meniscus. It was further reported that the surgeon used the unit and suction to remove the metal shavings and was able to clean the field.

Manufacturer narrative:
Additional info will be provided once the investigation is completed.